Event description:
The customer reported that there was a failure to generate a yellow alarm.

Manufacturer narrative:
(B)(4): there was no delay in treating any patient and no patient harm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.